Event description:
On (B)(6) 2013 patient reported her infusion adapter on the infusion device is leaking. Patient stated the infusion adapter was changed 2 years ago. Patient reported the adapter is now stripped. Patient stated she noticed the issue when she tried to prime. Patient reported it would leak and not prime. Patient stated she was able to screw the adapter on really tight and stop the leak. On call back on (B)(6) 2014 patient reported receiving the new adapter and the infusion device is working without a leak. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion as the product has not been returned for investigation the complaint could not be reproduced. The product has not been returned for investigation and the lot is not available, the complaint could not be replicated. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case. We did not receive the complaint product from the customer. The complaint and production information related to the date the product was manufactured could not be reviewed because the traceable identity of the customer materials is not known. Device was not returned.